Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during a cataract surgery upon implantation of the intraocular lens (iol), and the closing of the wound, a white thread was noticed to be stuck to the lens. At first the physician thought it was cortex but it was not any cortex. The physician said she will monitor the patient today postoperative. So far the patient has only had inflammation and she treated this inflammation with steroid medication. The patient reported no adverse effects yesterday. Now the visual acuity is okay. The physician will continue to monitor the patient.